Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, pruritus.

Event description:
Patient reported left side "recall, pain, nodules, and capsular contracture baker grade I." Patient later reported "capsular contracture baker grade unknown, pain, feel the prosthesis as if it were coming out of the skin, itching, and breast has fallen." The device remains implanted.